Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1388t competitor implantable pacing lead, implanted: (B)(6) 2001; 4196 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient had four shocks that were deemed unsuccessful. The implantable cardioverter defibrillator (ICD) is still in use. No further patient complications have been reported as a result of this event.